Manufacturer narrative:
Date of report: 14jun2021. There was no patient involvement.

Event description:
The customer reported the touchscreen was not working. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
The device was going to be set up and the screen would not allow users to make changes for the setup. Users tried to touch the screen in different areas, but nothing would happen. The unit had been taken out of service. The customer recalibrated and cleaned the touchscreen. The unit was going to be tested to see if the issue returned. If the issue returned, the customer was going to have philips replace the part.

Manufacturer narrative:
The customer requested a quote for an onsite touchscreen replacement. No further details were documented. The customer was provided with a quote to replace the touchscreen; however, it was documented that the quote was canceled, and no repairs were performed. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. The reported issue was not confirmed.